Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the severely tortuous right common femoral artery was attempted with a proglide device after a percutaneous coronary intervention procedure, using a 6fr sheath. Reportedly, resistance was met when attempting to insert the proglide into the vessel and the device could not be inserted. The guide wire was reinserted and the device was removed. After removal of the device, the part between the guide wire exit port and the foot was noted to be kinked/broken in ¿z-shape¿. The physician thought the issue was possibly related to the thick subcutaneous tissue due patient obesity and to severe vessel tortuosity. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficult to insert could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported kink was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.